Manufacturer narrative:
(B)(4). The customer reported a defib cable failed error. The device was evaluated at the philips bench. The symptom was clarified as a pacing failure inop message. The therapy pca was replaced to address the issue. The device was returned to the customer site after passing all required testing. We are considering this a malfunction of the therapy pca.

Event description:
The customer reported a defib cable failed error.